Event description:
Reportedly, on (B)(6) 2013, a shock was properly delivered due to slow ventricular tachycardia. It seems that this shock triggered a ventricular fibrillation that was detected and successfully treated by the device. An analysis is requested.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.